Manufacturer narrative:
Device analysis performed on the returned indirect decompression spacer revealed that the spindle cap was completely sheared off from the implant body and the actuator shaft and spindle were found to be outside of the main body. This damage to the device prevented functional testing. However, this damage to the spacer indicates the break was due to deployment against resistance, such as bone, and/or manipulation of the position of the device by shifting the inserter. A product labeling review identified that the device was used per the instructions for use (IFU)/product label. Additionally, device breakage can occur when used with forced deployment and is noted within the IFU as a potential complication associated with use of the device.

Event description:
It was reported that during an indirect decompression spacer implant procedure, the spindle cap broke off during deployment. The implant was removed and a new implant was used to complete the procedure. The patient was doing well postoperatively.

Event description:
It was reported that during an indirect decompression spacer implant procedure, the spindle cap broke off during deployment. The implant was removed and a new implant was used to complete the procedure. The patient was doing well postoperatively.